Event description:
The customer is unable to calibrate the new lot of axsym rubella igg reagent with the same calibrator that was used with other reagent lot numbers. Error code 1048 (a/b ratio too high) was generated. All other assays are performing within expectations. The instrument maintenance is up to date. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.